Event description:
The customer stated an architect i2000sr analyzer generated a false positive toxo igg result for one patient sample. The architect generated an initial toxo igg result of 5.7 and a negative result when repeated. The false positive toxo igg result was not reported outside the laboratory. An abbott field service engineer (fse) was dispatched to clean the load/unload manifold and noticed the probe was out of alignment. The customer commented that he had replaced the probe but had not calibrated it. The fse calibrated the probe to resolve the issue, and instructed the customer to calibrate the probe upon replacement.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend for the complaint issue. Labeling was reviewed and found to be adequate. Based on the obtained evidence a product deficiency was not identified. The issue was the result of operator error for failing to calibrate the probe as required by procedure following replacement.